Event description:
A customer from london reported experiencing an alarm 21 alert during a flight from south africa to london and later an additional altitude alarm before landing in vancouver. The customer's blood glucose level ranged between 54-500 mg/dl, indicating no adverse impact. Despite multiple attempts to clear the alert, including cleaning the speaker and changing the cartridge, the alarm persisted until mid-flight. Eventually, the customer switched to using multiple daily injections (mdi) as a backup. Technical support advised the customer on proper maintenance and recommended replacing the cartridge, which ultimately resolved the issue, and the pump is now functioning correctly.